Event description:
Per the clinic, the patient experienced an exposure of the receiver/stimulator and an infection at the implant site. Subsequently, the device was explanted on (B)(6) 2024. Reimplantation is planned but had not taken place as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics (date and duration not reported).